Manufacturer narrative:
The returned product evaluation confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The report indicated that the customer experienced high bg's (259-500mg/dl) while wearing a pod. Multiple correction boluses as well as an insulin injection via syringe had been administered to counter the high bg's. Blood was seen within the cannula, though no kink was noted. The pod was deactivated and will be returned for evaluation.